Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient experienced wound dehiscence and fluid discharge at the implant site. The implant went through their skin. The physician believed the device did contribute to the event. They did not see signs of infection, just inflammation. The patient had surgery to explant the neurostimulator and tined lead. The local care team had no communication with the patient since the explant surgery.

Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al10008865 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of dehiscence, erosion, fluid discharge, and skin inflammation was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient experienced wound dehiscence and fluid discharge at the implant site. The implant went through their skin. The physician believed the device did contribute to the event. They did not see signs of infection, just inflammation. The patient had surgery to explant the neurostimulator and tined lead. The local care team had no communication with the patient since the explant surgery.